Event description:
The patient reported dissatisfaction that the device did not last as long as a previous device. Follow up was conducted and indicated that the device was at elective replacement indicator, but it was unclear if there was premature battery depletion. According to the physician's office the device was not working well with the patient's left ventricular assist device (lvad). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.